Event description:
It was reported that the electrode array came out of the cochlear. The pt has a radical cavity. The surgeon found that the cochlear was ossified during the re-implantation surgery.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.